Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. This type of event will most likely result in user annoyance with no effect on the functioning of the pump. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The IFU and patient manual instructs users to return any damaged components to heartware. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A vad coordinator reported that a patient was awakened in the middle of the night with a controller medium priority alarm. According to the vad coordinator, the patient reported that the controller did not have a flashing triangle or visual prompt on the lcd screen; only an audible alarm. The controller display screen did display the vad parameters which were within normal parameters. However these parameters were not fluctuating. In addition the alarm silence and scroll button were not working. The patient was not symptomatic during this time. Emergency response was activated and they were able to verify the findings. In addition they noted that the battery fuel gauge was not lit up with a fully charged battery connected to the controller's power port the alarm was reported to be an isolated event and the vad coordinator suggested that the alarm may have been an electrical fault alarm; while the heartware clinical engineer felt that it may have been a controller fault alarm. Of note, the patient has been on vad support for the last two and a half years and is an experienced user of the device. The patient denied any trauma to the controller or driveline. The patient was transported to hospital and underwent a controller exchange and downloading on the controller log files. The vad coordinator reported that the connection between the driveline and the controller was secure and that the event could not be reproduced by manipulating the driveline. No damage was noted on any part of the driveline or the driveline connector and no foreign material was observed in the controller driveline connector. The driveline extension cable was not being used at the time of the event. The controller exchange was tolerated well. Downloading of the controller log files revealed no alarms during the time of the reported event when it was connected to the monitor.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event as "electrical fault alarm and display error" could not be confirmed since log file analysis did not reveal any electrical fault alarms near the reported event date. Log file analysis revealed several low flow alarms starting from (B)(6) 2014 to (B)(6) 2016. These alarms occur if the patient's average estimated flow drops below the alarm setting. A high watt alarm was logged on the reported event date at 07:27:20, where the power was recorded at 13108 w watts. The event file revealed that the power limit was set at 7000 mwatts. The last data point recorded was at 03:18:43, this indicates that the high watt alarm as induced after the controller was exchanged out. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be confirmed; the controller passed functional testing and performed as expected. No issues were noted with the led battery fuel gauge. The reported event could not be confirmed; the controller passed functional testing. Additionally, no alarms or abnormalities were noted in the log files on the reported event date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.